Event description:
The customer reported on (B)(6) at 7:57 am, her blood glucose was reading 112 mg/dl and at 9:52 am her bg measured 292 mg/dl. She also stated there was insulin leaking out onto the adhesive pad. Upon further inspection, she noticed the needle did not completely insert the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.